Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was programmed with a 2.0 unit fixed prime with a water filled reservoir, and the water did exit the infusion set. The no delivery anomaly was not noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is delivering insulin irregularly and is not consistent. Customer's blood glucose was unknown at the time of incident. No further information was provided.